Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient was implanted with inflatable penile prosthesis device and visited the office due to infection presenting as puss. The physician prescribed antibiotics, but the patient had a multidrug-resistant organisms (mdro). The patient underwent revision surgery, and the device was explanted. The patient outcome was expected to be fully recovered.